Event description:
This complaint is now reportable based on the returned device analysis completed in late 2008. It was reported that during an esophageal dilatation procedure the guide wire would not exit from the balloon catheter. The target stricture was in the "cardiac portion" of the esophagus. An unspecified scope had been advanced through the target stricture. A cre wg 18-20mm/180cm/5.5 f/g balloon catheter had been advanced to treat the target stricture. The guide wire did not exit from the distal end of the balloon catheter. The balloon was inflated to 3 atmospheres/18mm. Although the guide wire was retracted in the catheter, "it didn't move in this catheter". A second inflation was performed in the distal portion of the stricture; however, tortuosity was noted in the stricture. The cre wg 18-20mm/180cm/5.5 f/g was exchanged for another of the same device and an additional inflation was performed. There were no pt complications reported with the pt's current condition listed as "good". Returned product analysis revealed that the distal tip of the guide wire was damaged.

Manufacturer narrative:
Device analysis - visual and microscopic examination of the returned device revealed that the balloon profile was relaxed. The stopcock was present. There was no protective sleeve present. An inflation device was attached to the balloon lumen. It was attempted to exit the guide wire through the distal tip of the balloon. The guide wire did move through; however, resistance was encountered while doing so. On removal of the guide wire from the catheter, it was found that the distal tip of the guide wire was damaged and bent, the guide wire was stretched, and the core wire was exposed. It was attempted to inflate the balloon to the three specified pressures 3, 4.5 and 6atms, and this was carried out successfully. A device history record review was performed and no issues were noted. The most probable root cause of the reported complaint is determined to be operational context.